Event description:
It was reported by dealer that when the end user is riding outdoor going over the terrain the brake will engage and disengage on the tdxsp-cg power chair. No injuries to the end user, dealer is stating this is from wear and tear from using the chair everyday.